Event description:
It was reported the ambulance was involved in an accident and it rolled into a ditch. They were transporting a pt, and the cot broke free from the safety post as a result of the crash, allegedly. The pt allegedly had multiple broken bones and 3 hematomas after the accident and was admitted to the emergency dept and went into surgery. She was in a comatose state after the surgery and passed away 3 days later.